Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crowm placed on the implant bone loss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant. Resubmitted due to submission error.

Event description:
Implant fracture.